Manufacturer narrative:
Product analysis summary: a guidewire was returned loaded in the device, on return of the device, the dislodged resolute onyx rx stent remained on the guidewire, this was removed for decontamination. No deformation was evident to the push member. Deformation was evident to the proximal entry port, the entry port appeared scratched. There was a dark substance identified in the lumen of the device, most likely hardened blood. A tactile assessment of the extension catheter resulted in resulted in deformation being identified at the distal section of the device, identifying the narrowing of the inner coils. Deformation was evident to the tip, the distal radiopaque mark appeared narrowed. A calcified substance was found on the guidewire. The guidewire could not exit the device proximally; however, it was possible to move the guidewire distally. The device was placed in a 37c water bath for 24 hours to disperse the hardened blood to facilitate the removal of the guide wire. The inner lumen patency was verified by passing a 0.054 inches patency ball through the device, no resistance was noted. No deformation was evident to the remainder of the device. This event has been previously reported for ronyx27515ux under MDR report number 9612164-2019-01606. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a moderate tortuosity, severely calcified lesion exhibiting 90% stenosis in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated using 3 different size sprinter balloons. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The first attempt to cross the proximal circumflex lesion with the resolute onyx stent failed. It was reported that during a second attempt to place the stent, the stent became caught on the edge of the entry port of the 6f telescope guide extension catheter (gec) and the stent came off the balloon. The stent dislodged proximally toward the stent delivery system catheter shaft while inside the guide catheter, proximal to the telescope entry port. At that time, the guide catheter was inside the patients body. The stent came off inside the patient, but not in the patients anatomy as it was still on the stent delivery system catheter shaft, and proximal to the telescope entry port. All devices were removed together. There appeared to be some scratches / indentations at the telescope entry port caused by the stent struts. The patient is alive with no injury.